Event description:
The customer reported that a minor pt burn occurred when the generator activated on its own. There is no wound report on file at the site and no further info is available on this incident. The facility's biomed attempted to duplicate the self-activation but could not.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete, a f/u report will be submitted.